Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and air bubbles were observed in the tubing. Customer changed out the pump supplies to resolve the issues. Customer's blood glucose was over 400 mg/dl.